Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the insulin pump alarmed for no delivery during a bolus. The blood glucose reading at the time of the call was 381 mg/dl. The customer treated with manual injection. The customer was advised to disconnect and reconnect the tubing and reservoir and to manually push insulin through the tubing and the customer reported that insulin did exit the tubing. The insulin pump alarmed again during the manual prime. The customer also reported a motor error alarm that occurred the day prior and then a no delivery alarm during basal and bolus deliveries. The blood glucose reading at that time was 432 mg/dl. The customer treated with a bolus. The drive support cap appeared normal and recessed. The rewind was successful. The insulin pump passed the displacement test. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.

Manufacturer narrative:
The pump was received with operating currents within specification. The pump passed the self test, unexpected restart error test, basic occlusion test and displacement test. No motor error alarms were noted. However, unable to prime the pump during the prime test due to a faulty force sensor. Unable to perform the excessive no delivery or occlusion tests due to the prime anomaly. The motor was tested outside of the device and it passed. The pump was received with the backlight functioning properly. The pump was received with minor scratches on the lcd window.